Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead's impedances have gradually risen. At a recent evaluation the lead impedance was greater than 2500 ohms, and there was no capture at maximum outputs in both bipolar and unipolar configurations. No adverse patient effects were reported. The plan was to revise the lead in the future, but it had not yet been scheduled.